Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for spinal pain. It was reported that the patient reported they got a staph infection and the pump was removed in (B)(6) 2020.  It was unknown what factors may have led or contributed to the issue.  It was unknown what diagnostics/troubleshooting was performed.  Actions/interventions included surgical intervention where the pump was removed. A new pump was being implanted today ((B)(6) 2021). It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury.  The patient's weight and medical history were asked and will not be made available. The event date was asked, but unknown.  No further complications were reported/anticipated.